Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd890426, gd890418 and gd889493 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 2 of 3 in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from (B)(4) and is a spontaneous report from a nurse in the (B)(6) of gi problem and peritonitis with culture (B)(6) for fungal in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2012, dianeal therapy was withdrawn and the patient started hemodialysis. During the call with the baxter customer service, the following information was reported. On unreported dates, the patient experienced a gastrointestinal (gi) problem, which resulted in peritonitis. On (B)(6) 2012, the patient was hospitalized due to the peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from the peritonitis on (B)(6) 2012.